Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic. Lens was removed and replaced with another lens. Additional info has been requested but none has been forthcoming. If additional info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
.